Event description:
Sudden onset nausea, lightheaded bp down 147/80. States "I don't feel good." Ten minutes later pt c/o of "before my jaw locked like I could not talk and head burning." Seventeen minutes later c/o light headedness pt pale. Dose or amount l 1500, h 1000, frequency: every dialysis run IV. Diagnosis or reason for use: crd.